Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/17/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in the saline breast implant. During evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately 1.4 cm, located at the posterior view. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 425cc mentor siltex round moderate profile saline breast implant catalog: 3542670, lot: 7333866, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two 425cc mentor siltex round moderate profile saline breast implants experienced left side deflation post procedure. The left sided deflation was confirmed by a physician upon examination. As a result, the patient underwent bilateral removal and replacement with two 475cc mentor smooth round moderate plus profile memorygel breast implants on (B)(6) 2019, (right implant, catalog: 3504751bc, sn: (B)(4), left implant, catalog: 3504751bc, sn: (B)(4)).